Manufacturer narrative:
The ipg was returned without any visible anomalies that would contribute to the issue. The device was running the therapy application and normal pairing and blue tooth (ble) communication was observed. The ipg functioned as intended.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2021-13395. Reference MFR. Report#: 1627487-2021-13396.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2021-13395. Reference MFR. Report#: 1627487-2021-13396. It was reported the patient's left side drg lead had migrated and their right side drg lead was not providing effective therapy. As a result, the patient's physician decided to explant and replace the patient's drg system to address the issue.